Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer (truphatek, india). The manufacturer reports the sample was found to be "non-functional, no light output during charging. It seems soldering joint connection between rechargeable battery and led is broken or dismantle inside cartridge. It is difficult to comment on mechanism of joint breakage, it could be unfavourable external vibration or impact during transportation. Battery is fine and charging but there is no light output." The device history record of lot 190301 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the complaint was confirmed. The cartridge was found to be defective with the soldered joint broken inside. The root cause was identified as manufacturing related. The manufacturer reports this product was discontinued after dec 2019. There would be no future supplies or manufacturing.

Event description:
Customer reported the bulb and battery filament inside the handle was broken. The device would not light up. It was reported that "when you look inside the bulb you can see the filament inside the bulb is not connected or you can see a break in the filament". No other physical damage was observed. The reported issue was discovered during set up and a different device was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the bulb and battery filament inside the handle was broken. The device would not light up. It was reported that "when you look inside the bulb you can see the filament inside the bulb is not connected or you can see a break in the filament". No other physical damage was observed. The reported issue was discovered during set up and a different device was obtained for use.